Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28 ,lot# v850461, implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
The patient reported that there was a revision to reposition the device in (B)(6) 2012. The implantable neurostimulator (ins) was repositioned because of where the ins was on the back and it was irritating. There was also swelling at the ins site. They moved it over a little bit and over the hip on the left side. She had no more irritation since they moved the device and she recovered completely. It was noted that the patient's relevant medical history includes gastrointestinal/pelvic floor.